Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6); however, the alarms were not reproduced during testing of the returned controller. The downloaded log file contained approximately 4 days of relevant data (B)(6) 2021 per the timestamp). The log file captured intermittent backup battery fault alarms due to backup battery load test failures from (B)(6) 2021 at 11:14:31 until the controller was put into sleep mode (captured on (B)(6) 2021 at 14:50:14); the alarms briefly cleared between these times as additional load tests were being performed, however, the alarm returned each time due to the load test failing. The backup battery failed the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2021 at 14:49:42 to exchange the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Additional information provided stated that the backup battery fault alarms resolved after the system controller was exchanged. The root cause of the reported event could not be conclusively determined through this analysis the device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 20apr2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a backup battery fault alarm. Attempts were unsuccessful to clear the alarm by initiating a systems check while connected to the mobile power unit (mpu). The system controller was exchanged and the alarm did not reoccur.